Event description:
30j self test that initiates nightly failed on auto test, shows no test connector attached even though the pads were connected. Connected new pads and tested and unit passed. Also tested pads on another defib and same problem.